Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "ruptured implants", "[patient is] very anxious to get these implants replaced asap", and "several cysts scattered in both breasts consistent with fibrocystic change", which is not device-related. The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: not observed openings on the device anxiety-product/procedure: unable to observe since it is not related to the device. Cyst-ndr: unable to observe since it is not related to the device. Additional observations: red particles observed on the surface of the shell. Observed creases on the device. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Event description:
Healthcare professional reported " I am emailing you as I have a patient who I put allergan breast implants into in. I requested an MRI of the breasts and the reports indicate that there is bilateral ruptured implants. I recall that there is a lifetime guarantee on these implants and would like to know how I go about claiming this for my patient as they are very anxious to get these implants replaced asap. Could you please let me know the next steps so we can start this process." This is for the right side. The device remans implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.